Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufactured date is unknown. Device (B)(4) relates to (B)(4) for the reported event: unable to achieve proper output power. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02332 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a procedure (date and type unknown). According to the complainant, the user was unable to achieve proper output power in monopolar modes. No error codes or impedance issues were reported, and the system was tested following the procedure and no issues were found. It was confirmed that the user alleges no malfunction of the active cord used in conjunction with the endostat and foot switch, and it has been used successfully in procedures since this event. It was suspected that the foot switch became loose during use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: serial number of the returned device found to be (B)(4). Additional information: device manufactured date is (B)(6) 2006. Visual and mechanical evaluation found the foot switch to be in good condition. When used with the returned endostat iii generator, the foot switch passed the endostat iii return evaluation procedure. The condition of the returned device was not consistent with the complaint that the "console intermittently loses power"; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02332 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a procedure (date and type unknown). According to the complainant, the user was unable to achieve proper output power in monopolar modes. No error codes or impedance issues were reported, and the system was tested following the procedure and no issues were found. It was confirmed that the user alleges no malfunction of the active cord used in conjunction with the endostat and foot switch, and it has been used successfully in procedures since this event. It was suspected that the foot switch became loose during use. There were no patient complications reported as a result of this event.